Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident exceeded 600 mg/dl, which she treated with manual insulin injections. Troubleshooting was initiated for the motor error alarm. The customer reported that she had gone through the airport with her insulin pump, which presumably includes the security scanners and the wands. However, the customer was able to perform the rewind and prime processes. The customer also confirmed that the motor error was the only one that occurred. No products were shipped or returned.